Event description:
The physician reported that an ophthalmic operating console had no voice guidance when the bss bottle ran out and patient experienced anterior chamber collapse and capsular rupture during combination of cataract/vitrectomy surgery. Capsular rupture was treated correctly. After surgery, the patient was stable.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate the reported issue with the voice guidance. However, as a preventive measure a driver component was replaced and returned for testing. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The driver component was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The drive was installed into a known working host module of the console and there were no error codes displayed at startup. The sound settings were correct. The fluid management system (fms) cassette was inserted and primed without any advisories. A surgical test was performed in phaco mode until the balance salt solution (bss) bottle was empty. When the bss bottle was empty, system message (sm) 1243 [host ¿ infusion/irrigation source is empty] displayed and the voice guidance was on to prompt the bottle to be replaced. The reported event was not replicated. Therefore, the root cause of the reported event is inconclusive. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The tabletop was found to functionally exhibit no problems related to the reported event(s). Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).